Event description:
Ous MDR - after an implantation time of about 21 months, oversensing was reported. The lead was explanted. No adverse pt side effects have been reported.

Manufacturer narrative:
Ous MDR - the analysis of the lead demonstrated a rubbed through inner insulation between the connector cable to the rv shock coil and the inner coil, resulting in a short circuit between the potentials of the rv shock coil and the inner coil. Furthermore, the coating of the connector cable was found damaged in that section. These findings can be considered as the causes for the oversensing issues as mentioned in the complaint description. The analysis did not demonstrate any sign of a material or mfg problem. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subjected to abnormal mechanical stress in the implanted state. The cuttings, bend fixation helix and the deformation of the proximal shock coil resulted most likely from the explantation procedure. The analysis did not demonstrate any sign of a material or mfg problem.